Event description:
It was reported that during normal device change out, the lead was also explanted due to noise detection. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was noted at 53.5-54.5cm from the connector pin. The etfe coating of one rv conudctor was abraded at this location. The silicone insulation was intact at this location. Externalized conductors due to external and internal insulation abrasion were noted at 54.5-58.5cm from the end of the connector pin. The etfe coating of one re conductor was abraded at this location. This is consistent with the observation from the field of noise.